Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient acquired an infection at the lead incision site during the trial. The patient was hospitalized and the device was explanted. The patient was treated with antibiotics and there are no reports of further complications.